Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the motor test. No motor error alarm noted during testing. Unit passed the dat test at 0.08715 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The current blood glucose level was 105 mg/dl. The other relevant blood glucose level was 200 mg/dl to 300 mg/dl, 105 mg/dl, 300 mg/dl to 400 mg/dl, 401 mg/dl, 154 mg/dl, 105 mg/dl. The customer treated with bolus for high blood glucose. Troubleshooting was performed for high blood glucose. The customer stated that they experienced low blood glucose level was from 32 mg/dl to 527 mg/dl. The customer was alleging possible insulin pump for under delivery. The insulin pump will not be returned for analysis.